Event description:
Multiple infant patients with mic-key gastrostomy tubes have experienced rupture of the tube balloon that led to dislodgement of the feeding tubes. Most of the tubes have been 12 french size. There have been at least 5 events in the past week. Reference report: mw5117532, mw5117533, mw5117534, mw5117535.